Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, during the first firing, on small bowel, the staple line was incomplete. Both the proximal and distal ends of the staple line were completely formed, but the middle had unformed staples. The staples appeared to never have hit the anvil pockets. The same stapler was used for all subsequent firings, without incident. The staple line in question was resected out, then oversewn. There were no adverse consequences for the patient.